Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, impedance, defibrillation cycling and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board will be replaced as a precaution. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.